Manufacturer narrative:
The reported high impedance was confirmed. The lead was returned cut in 2 pieces as a consequence of the explant procedure. Microscopic inspection showed a fracture in the lead body where the internal wires were broken. Electrical testing showed all the channels were open. This would have contributed to the patient¿s changes in stimulation. As the high impedance was observed prior to explant, the broken wires are consistent with the extension being exposed to an overstress condition or sudden event while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Related manufacturer reference number: 1627487-2020-03370. It was reported the patient experienced ineffective stimulation on the left extension with no stated falls or trauma. Diagnostics revealed high impedances. To address the issue, the physician explanted the left extension and replaced it with a new model, which resolved the issue. Note: it is unknown which extension is the left extension, therefore both are being reported.